Manufacturer narrative:
Reported event an event regarding crack/fracture involving a gmrs impactor adaptor was reported. The event was confirmed. Method & results: product evaluation and results: the reported device was not returned, but photographs were provided for review. Upon visual inspection of the provided images, it was noted that the product was fractured. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the gmrs adaptor broke during surgery. The reported device was not returned, but photographs were provided for review. Upon visual inspection of the provided images, it was noted that the product was fractured. No further investigation for this event is possible at this time. If the device and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported via medwatch mw5161519: stryker threaded stem extractor broke into 2 pieces during use. Per surgeon the threaded portion was unable to be retrieved from the femoral stem. Broken portion of instrument remained in patients femoral implant.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one similar event for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported via medwatch mw5161519: stryker threaded stem extractor broke into 2 pieces during use. Per surgeon the threaded portion was unable to be retrieved from the femoral stem. Broken portion of instrument remained in patients femoral implant.